Event description:
It was reported that there was an image quality issue (image flickering during fluoro) associated with the 9800 system. There was no reports of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.